Event description:
It was reported that customer received a minimum fill notification while attempting to load insulin into pump cartridge, and attempts to reload same and new cartridges did not resolve issue. There was no adverse impact to the customer's blood glucose level. Customer was unable to resume insulin after escalated troubleshooting, so technical support arranged replacement of pump as well as cartridges and infusion set supplies used during troubleshooting.